Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tube had a broken lid/cap. The following information was provided by the initial reporter: the customer stated ¿the hemogard cap was defective and separated.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tube had a broken lid/cap. The following information was provided by the initial reporter: the customer stated, ¿the hemogard cap was defective and separated.¿